Event description:
The extension tubing separated from the winged inserter.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).